Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was 450 mg/dl. The customer was treated for high blood glucose with injection. The customer stated the location of air bubbles is in reservoir and approximate size is large. The customer was advised to deliver a 5 units fixed prime until bubbles are no visible. The customer was advised to change infusion set. The customer stated that air bubbles did not persist after set change. The customer was advised to monitor pump.